Event description:
A customer contacted beckman coulter inc. (Bci) regarding fluid leaking in the lower right portion of the system below the cc (cartridge chemistry) reagent carousel. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and cleaned off mucous-like obstruction from gravity canister, waste canister and tubings. Fse also replaced a valve due to wash concentrate not being aspirated.